Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed self test and restarts and has been unable to connect to the sensor. The customer indicated that this issue has been happening for a month. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with constant alarms due to a faulty connector on the radio frequency board. Unable to perform specific currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify communicate with test minilink and the glucose sensor simulator due to alarm. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and stained end cap sticker.